Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. UDI#: (B)(4). DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the air dermatome by zimmer biomet on 13 september 2019 and the reported event could not be replicated. However, it was noted that the device was missing screws, the needle bearing was damaged, the unit was out of calibration, and the control bar position was not correct. Repair of the air dermatome was performed by zimmer biomet which included replacement of the screws and needle bearing. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the reported event was never confirmed during inspection of the device. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended per for any adverse trends that may warrant further action.

Event description:
It was reported that water entered the handpiece because it was machine washed. This has been cleaned in the machine washing. During the investigation, it was reported that the device was missing screws. No adverse events were reported as a result of this malfunction.